Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation a-fib procedure which included the use of a thermocool smarttouch sf ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. Leading up to the discovery of the injury, the ablation catheter was in the usual position, so the physician pulled it back. The pericardial effusion was confirmed by ice (intracardiac echocardiography) and thoracic echocardiogram. The patient was reported to be in stable condition and was sent to the cvicu (cardiovascular intensive care unit).

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported a patient underwent a cardiac ablation a-fib procedure which included the use of a thermocool smarttouch sf ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. Leading up to the discovery of the injury, the ablation catheter was in the usual position, so the physician pulled it back. The pericardial effusion was confirmed by ice (intracardiac echocardiography) and thoracic echocardiogram. The patient was reported to be in stable condition and was sent to the cvicu (cardiovascular intensive care unit). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31129008l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).